Event description:
It was reported that during a balloon angioplasty procedure a balloon rupture and vessel perforation occurred. The 70% stenosed lesion was located in a moderately calcified and mildly tortuous arteriovenous graft. On the first inflation the gladiator 7.0 x40, 75cm balloon ruptured between fourteen and eighteen atmospheres. The balloon ruptured circumferentially and perforated the subclavian vein requiring further intervention. The lesion had not yielded yet. Went in with another non bsc balloon and inflated for an extended period of time until the lesion had corrected itself. It is believed a small piece of balloon fragment was left inside the patient. The procedure was completed after this. No other patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a balloon angioplasty procedure a balloon rupture and vessel perforation occurred. The 70% stenosed lesion was located in a moderately calcified and mildly tortuous arteriovenous graft. On the first inflation the gladiator 7.0 x40, 75cm balloon ruptured between fourteen and eighteen atmospheres. The balloon ruptured circumferentially and perforated the subclavian vein requiring further intervention. The lesion had not yielded yet. Went in with another non bsc balloon and inflated for an extended period of time until the lesion had corrected itself. It is believed a small piece of balloon fragment was left inside the patient. The procedure was completed after this. No other patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer, method, result, conclusion: updated device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was torn both circumferentially and longitudinally. It was torn longitudinally at approximately 8mm distal to the proximal transition zone and circumferentially at 28mm distal to the proximal transition zone. The distal portion of the balloon was not returned for analysis. The single lumen shaft is severely stretched and bunched in appearance. No other shaft damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).